Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, when the physician was clipping around a vessel and when trying to clasp shut, the wires came loose on the large hem-o-lok clip applier instrument. The customer opened another clip applier instrument and continued with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The instrument was found to have a grip cable dislodged at the proximal end. Dislodged grip cable on the back end can cause that cable on the distal end to become loose. Additional observation(s) not reported by site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration.